Event description:
The user facility reported a patient noted as high risk percutaneous coronary insertion was on an automated impella controller (aic) for mechanical circulatory support. While on support, the white alarm "controller failure" sounded, and the position waveform was not showing. Alarm cancellation and controller failure alarm occurred repeatedly, and the following morning the alarm was still ringing. The controller was replaced. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. Data analysis: aic logs were not available for analysis because a software upgrade was performed, erasing all available logs. Device analysis: the console was tested by japan field service (fs) in collaboration with post-market engineering. No issues were observed while running a known-good optical pump. 5s parameters were within specification. However, the snr value was 4032 (still > than snr spec of 2000). As a precaution, fs was instructed to replace the optical bench (0042-1012) and reperform the pm procedure (0042-7309). The product was returned, and the optical signal issue was not confirmed. Per the results of the clinical review and investigation: the root cause was not determined due to the inability to confirm and reproduce the reported placement signal issues. This report is being filed as part of a retrospective review of historical records.